Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified additional information was requested, the following was obtained: please confirm the number of devices that were ""detached from the needle"". The quantity of product involved was reported to be 15. Did 15 devices detach from the needle during this procedure?: yes, 15 complaint products were detache from the needle during the procedure. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on the patient, or during use on the patient)? Please specify for each of the involved devices: duirng use. Were there any patient consequences? : no. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.: the device has been received at sukagawa and will be shipped. Please check rmao. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07954, 2210968-2023-07955, 2210968-2023-07956, 2210968-2023-07958, 2210968-2023-07959, 2210968-2023-07960, 2210968-2023-07961, 2210968-2023-07963, 2210968-2023-07964, 2210968-2023-07967, 2210968-2023-07968, 2210968-2023-07969, 2210968-2023-07970, & 2210968-2023-07971.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2023 and suture was used. During the procedure, during a coronary artery bypass grafting: CABG, the suture was detached from the needle many times during coronary central anastomosis. Suture method was continuous suture. These were not control release needles. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that three packets that pertains to product code ep8732h were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07954, 2210968-2023-07955, 2210968-2023-07956, 2210968-2023-07958, 2210968-2023-07959, 2210968-2023-07960, 2210968-2023-07961, 2210968-2023-07963, 2210968-2023-07964, 2210968-2023-07966, 2210968-2023-07967, 2210968-2023-07968, 2210968-2023-07969, 2210968-2023-07970, & 2210968-2023-07971.